Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. A 2.5x24mm taxus liberte drug eluting stent had been advanced to treat an unspecified target lesion. While advancing through an unspecified guide catheter, the shaft broke. The device was able to be removed by unspecified means. The procedure was completed with a different stent. There were no patient complications reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. Product unavailable for analysis.